Event description:
Event description cpi received information that this myocardial lead was removed from service, no allegation was made against the lead. This event was created because of cpi's reliability analysis results.